Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set fell off during use events on (B)(6) 2024. The infusion set was in use for 2 days. The blood glucose level was 150 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.